Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the mid-section and distal portion of the stent, stent struts were severely damaged and stretched. On proximal stent row 1, the stent struts were flared. The stent was noted to have moved 2 mm from the distal end of the proximal markerband in a distal direction over the distal balloon cone and markerband. The undamaged section of the crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft and a hypotube break at 605 mm distal from the distal end of the strain relief was also noted during analysis. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple kinks and twists along several locations of the polymer extrusion shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 18-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 32x3mm target lesion was located in the moderately tortuous left anterior descending (lad) artery. After a 2x12 balloon catheter was advanced for dilation, a 3.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage, stent moved on balloon and hypotube broken.